Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product code - unknown. Product identification - unknown . Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances. Evaluation of returned device found evidence that instrument fractured due to tool dullness due both to age and use. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2013, utilizing a mallory head 8mm reamer. As the surgeon was reaming, the tip fractured off into the femoral canal. The tip was retrieved causing a delay to the procedure of an hour and a half.